Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse noticed a small crack in the tubing connector which leaked d10 while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a crack and leak was confirmed. Visual inspection showed that the female luer had a vertical hair line crack that measured 0.696 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking through the crack. The cause of the leak was a cracked female luer. The root cause of the crack is unknown.